Manufacturer narrative:
H.6. Investigation summary: no samples were returned therefore the investigation was performed based on the photo(s) provided. Embecta was not able to confirm the customer-indicated issue as no evidence related to the reported failure was observed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that while using the bd ultra-fine¿ nano pen needles 32g x 4mm the dose did not come out. The following information was provided by the initial reporter, translated from spanish to english: I reiterate that when I wanted to inject the corresponding dose of insulin (toujeo) and checked that the insulin was coming out of the needle (in compliance with the safety test I must perform), the dose did not come out. (Complying with the safety test that I must perform) the dose did not come out, so I changed the needle and was able to inject myself correctly. I return cordial greetings.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd ultra-fine¿ nano pen needles 32g x 4mm the dose did not come out. The following information was provided by the initial reporter, translated from spanish to english: I reiterate that when I wanted to inject the corresponding dose of insulin (toujeo) and checked that the insulin was coming out of the needle (in compliance with the safety test I must perform), the dose did not come out. (Complying with the safety test that I must perform) the dose did not come out, so I changed the needle and was able to inject myself correctly. I return cordial greetings.